Event description:
Customer reported a malfunction on the pump. The customer could not confirm fault ID because they reset the pump on their own prior to calling technical support. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.